Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the device was implanted approximately 10 years prior a need for revision surgery. It is not suspected any error in device manufacture was the root cause for the problems reported. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary thr on (B)(6) 2011 where a corail pinnacle with ceramic on ceramic was implanted. Patient has done well to date and has presented after a fall with a periprosthetic fracture. This fracture extends around the femoral component and is somewhat comminuted. Patient was opened up - the femoral component was loose and was removed, the fracture was reduced and cabled, along with a cable plate. A competitor stem was utilized, with a new delta ceramic head which would articulate with the pinnacle shell and poly bearing, which was left in situ.